Event description:
My brother with c4-5 spinal cord injury was existing the front door of his home in his power wheel chair. He has to make a 90 degree turn to go down the ramp and there are 2 steps that are straight out the door that lead to the front yard. When he was attempting to make the right turn to go down the ramp, his wheelchair controller malfunctioned and powered "off". When the wheelchair lost power, he was no longer able to control his wheelchair so he ended up going straight instead of turning. He coasted off his deck, down the two steps, and landed face first in the front yard (on a flat stone walkway) with his wheelchair on top of him. Thankfully someone was with him preparing to load him in his van so they were able to immediately call emergency responders. When the first responders arrived, they had to lift the wheelchair off of him because of how his arms were pinned under the wheelchair. Upon doing so, the wheelchair was powered "on" and the tire turning with a first responder's hand near the wheel caused an injury to the ems worker as well. My brother was taken via ambulance to the hospital where he was admitted for evaluation and monitoring. He remained hospitalized for 2 nights and 3 days. Ultimately he was diagnosed with a possible right knee fracture, a chipped front tooth, and scrapes, bruise, pain, and swelling. He is now bedridden (over 9 weeks) while having to wait on a new wheelchair, which is significantly affecting his overall quality of life and independence.